Manufacturer narrative:
Upon further review the incorrect code was selected for the reported device condition. Based on the updated coding the previously reported event under mrn 8030965-2024-11496 is now not reportable. No further follow-ups will be sent under mrn 8030965-2024-11496.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the distal end of the traded shaft was stripped. In addition, the tip of the device is deformed. No other issues or defects were found. The device are assembled with the mating device buttress/compr-nut (03.037.016). The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was performed with the returned mating device. The nut can be assembled on almost the entire threaded shaft of the guide sleeve yell. However, at the end of the threads the nut cannot advance, this is because of the damage in the traded shaft. The guide sleeve yell fail the test. The overall complaint was confirmed as the observed condition of the guide sleeve yell would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code # 03.037.017; lot # 5169p24. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 30-mar-2023; manufacturing site:jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed successfully. There was a surgical delay in relation to the reported event. No other medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the trocar system of the tfna is unfortunately defective. The trocar was bent. The support sleeve and support compression nut thread was defective. There were no patient consequences.